Manufacturer narrative:
Product event summary: data files were returned and analyzed. Two image files were returned from the field. The image files were of the activation maps with the electroanatomical map of heart. In conclusion, the reported clinical issues cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure, the patient experienced neurologic symptoms including transient ischemic attack, difficulty speaking (aphasia), and exacerbation of pre-existing one-sided weakness. The patient was hospitalized and underwent a magnetic resonance imaging (MRI), which showed no signs of stroke. All symptoms resolved within 24-48 hours. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product, product type: guidewire, product ID: non-medtronic product, product type: transseptal puncture device, product ID: non-medtronic product, product type: sheath, product ID: non-medtronic product, product type: sheath, product ID: non-medtronic product, product type: sheath, product ID: non-medtronic product, product type: sheath, product ID: non-medtronic product, product type: intracardiac echocardiography (ice) catheter, product ID: non-medtronic product, product type: sheath, product event. Summary: data files were returned and analyzed. Log files were returned from the field; the reported event is about a medical adverse event. In conclusion, the reported clinical issues cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that transient ischemic attack (tia) was ruled out by neurosurgery.